Event description:
The facility rep reported "doesn't work, frequently sounds" during pt infusion. Although baxter attempted to obtain additional information, this information was not available. According to the facility rep, no pt injury or medical intervention had been reported related to the device. In addition, the facility rep reported "unit made noise while connected to pt. Nurse removed the unit from pt for that reason was not affected".

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.